Event description:
It was reported that while being fitted during surgery, the trial implants on both applicators became loose. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Method: visual inspection, manufacturing record review, results - visual inspection ¿ the deformations on the outer shaft of the returned devices revealed that the application knob to turn the trial implant was not totally turned to the end point. While the deformations on the application outer shaft are not extraordinary, the application outer shaft must be replaced and the application inner shaft should be replaced as soon as the deformation protrudes. The application knob is unsusceptible and does not need to be replaced. Manufacturing record review - a review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. All records indicate the product was manufactured to specifications. Conclusion: a production defect could not be determined and the complaint is deemed indeterminate from a manufacturing position. As the deformations on the outer shaft of the returned devices revealed that the application knob to turn the trial implant was not totally turned to the end point, in order to prevent those deformations, the staff should be trained again on how to turn the application knob totally to the end point as stated in the surgical technique. The complaint condition is due to user error.